Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon a cybersecurity upgrade attempt, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. It was noted that the cybersecurity upgrade was not reattempted. The patient¿s condition was stable and would be followed normally.